Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective mainboard. In consequence the mainboard was replaced. There was no patient or user harm.

Event description:
The nurse discovered that the following phenomena occurred during the use of c2 in patients. The display is dark. Ventilation operation stopped the alarm didn't go off. Patients using c2 were infected with covid -19. Therefore, this c2 is already sealed, and serial confirmation and log export are not possible. The c2 is then sealed and sent to a dedicated facility where it is fumigated with ozone. We will arrive at tsurugashima after ozone fumigation. I will upload the detailed information as soon as it arrives at tsurugashima.